Event description:
Pt underwent ptca/stent placement. Closure was attempted with a prostar 9 fr pvs device. There was excellent marking and the device was removed to the wire with good hemostasis on one suture but without good hemostasis with the second suture. The cardiologist attempted to further advance the second suture, but could not obtain good hemostasis. Manual compression was applied. The cardiologist decided to try another 9 fr device, since he now had good hemostasis following compression. He could not get good hemostasis around the 9 fr predilator, so upsized to a 10 fr. There was still considerable ooze, so upsized to an 11 fr predilator. He still had an ooze he was not comfortable with, so the pt was sent to surgery for a vascular repair. In surgery a laceration was found and patched with a piece of vein. Info on the cause of the laceration was not immediately available. The pt did well and recovered fully. Perclose believes the surgical repair was not related to the pvs device as hemostasis was achieved after the use of the first device. Instructions for use were not followed in that they call for use of compression or an arterial tamper rather than a second device, if it is necessary to augment hemostasis when only one suture is secured. The cardiologist believed the best explanation for the observed laceration was the use of the second device, which may have forced open the sutured closure.